Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 250 units of insulin. Additionally it was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose was 127 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.